Event description:
It was reported that during an unknown procedure the device could not fire at the second stroke of the first firing with ecr60d. The firing trigger could stroke and felt floppy, but the knife indicator did not go forward. Changed to a new device and reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that one ec60 device was returned with the firing mechanism damaged and with an ecr60d cartridge reload present. The returned reload was received partially fired 1/3 and in good visual condition. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.